Event description:
A silicone lens model aa4204vl was torn while advancing. The lens was not implanted and there was no pt injury. The facility stated it is unk if there was a prod malfunction. An mtc60c cartridge was used and the lot # is unk. Also, the model and lot # for the injector is unk.

Manufacturer narrative:
Investigation is ongoing.